Event description:
It was reported that the procedure was to treat the internal carotid artery. During backloading of the delivery catheter over the guide wire, after pulling back the wire, the filter prematurely deployed in the common carotid. The deployed filter was retracted into the long sheath successfully without any adverse patient effects. A new nav 6 was used to complete the case. There was no clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.